Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d9, g3, g6, h2, h4, h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the femoral impactor pad fractured after the femoral implant was inserted. A second impactor pad was used to complete the final seating of the implant. No adverse events were reported as a result of this malfunction. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: a1, a2, a3, a4, b7. Visual evaluation of the returned product identified that the impactor pad exhibited signs of use (gouges, impact marks) and the device was confirmed to be fractured. Dimensional analysis confirmed the product was within specifications. Fracture analysis revealed that the fracture was consistent with overload failure or low cycle fatigue culminating in overload failure. The device history records were reviewed and no discrepancies were identified. The device was subjected to repeated use over more than ten years in the field, resulting in wear and tear and fracture of the instrument. Therefore, the root cause is attributed to component failure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.